Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - according to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. The IFU further states that intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for pts experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. Add'l devices related to this event.

Event description:
In 2008, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Computed tomography angiography (cta) scans taken two times during the following two months, and approx another two months later revealed a slight increase in the maximum aneurismal diameter, which appeared to be due to a type-2 endoleak. In 2009, follow-up cta scans revealed a proximal type-1 endoleak, and aneurysm enlargement. The physician will continue to monitor the pt.